Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: rvdr01, implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was later reported that the patient had symptoms suggestive of diaphragmatic stimulation. The patient had complaints of discomfort in the pacemaker site and left chest. A chest x-ray noted that the atrial lead had dislodged. The patient is a particpant in the (B)(6) study.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.